Event description:
It was reported that the user experienced hypoglycemia after a prior period of hyperglycemia while using the ilet, with the lowest blood glucose reported as 69 mg/dl and device alerts for out-of-range readings occurring; the event followed a site change and the user was in the correction algorithm before the low. Symptoms included feeling okay without loss of consciousness or inability to self-manage. Outcomes included successful correction with oral glucose gel, no outside assistance, and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education, and referral to training for potential settings optimization after an upcoming endocrinology visit. Investigation of this case revealed an unclear cause of hypoglycemia, with no device malfunction reported and no device component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.